Event description:
It was reported to medtronic minimed that the customer reported the left button of the pump, and the pump stopped working. The customer had a blank display. The customer reported a blood glucose value of 240 mg/dl. The customer experienced hyperglycemia and was treated with manual injection. The event involved product(s) mmt-1880l, unk_reservoir, and unomedical. Troubleshooting was performed for the blank display and cosmetic damage, and the serialized device was replaced. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue using the device. Mmt-1880l return requested. The customer agreed to return the device. No product return is required for unk_reservoir. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump failed the sleep current test and active current test. The pump passed the displacement accuracy test at 0.0875 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Pump alarmed a pump error 4 alarm on the event date of 04/27/2025 at 02:54:01.000. Pump delivered no bolus deliveries on the event date of 28-apr-2025. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Unable to verify customer¿s complaint for high bg¿s. Cosmetic damage was confirmed at the button and back of the pump. Blank display was not confirmed during testing. Pump error 4 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the electronic assembly, motor, and force sensor. High sleep and active current measurements were confirmed during testing due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.